Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned fully mated and in rear lock position. The clear stop marker was deployed and the suture was cut distally to the clear marker. A kink was also noted at the blood inlet holes of the sheath. No other damage or issue were noted. As a kink was noted in the returned hemostasis sheath, the complaint could be confirmed for a kinked hemostasis sheath. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the sheath during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to privacy. A2: age & date of birth: requested, not provided due to privacy. A3a: sex: requested, not provided due to privacy. A4: weight: requested, not provided due privacy. A5: ethnicity: requested, not provided due to privacy. A6: race: requested, not provided due to privacy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal was attempted to be advanced in the introducer; however, it was very difficult, therefore, they changed to a 7 french introducer. They forced it a bit and then it moved up a bit; however, not totally. After removing, it was clear the dilator did not fit nicely into the angio-seal, and there was a bit of a gap. There was no patient injury. The procedure performed prior to use of the angio-seal was pta. The sheath size used was 6 french then 7 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angio-seal was performed. There were no issues with insertion, deployment, or withdrawal of the device. No equipment or other devices were used with the angio-seal. The patient was stable. Hemostasis was achieved with another angio-seal. Additional information was received on 30jun2025: no blood loss was reported.